Event description:
Facility alleged that the adapter on the 5 prong cycler set does not fit well onto the pt's catheter adapter. It is difficult to tighten initially and the pt ended up contaminating his catheter and developing peritonitis. The pt was placed on antibiotics.